Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a damaged power cord with exposed copper wire. Therefore, this report will be based on information provided by the technical center. The scd 700 was evaluated and the customer reported issue was confirmed; visual examination revealed the power cord had exposed copper wire. The cause of the reported condition for the damaged power cord was due to customer related accidental damage. The power cord was scrapped to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd 700 was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.

Manufacturer narrative:
An investigation is currently underway, upon completion, a full detailed report will be provided.

Event description:
On (B)(6) 2016 the customer states the unit has a damaged lcd. Upon triage on 5/19/2016 the service tech found the unit had a damaged power cord with exposed copper wire.